Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited elevated right atrial (ra) lead pace impedance measurements and ra non-capture. Ra pace impedance daily measurements were previously stable around 350 ohms and then jumped 1,805 ohms. Ra pace impedance measurements reached values greater than 2,000 ohms, and began trending gradually downward. Ra trend was programmed off, and no further programming changes were made as the patient reportedly felt good. This crt-d system remains in service. No adverse patient effects were reported. It was noted that the patient was pacer dependent.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited elevated right atrial (ra) lead pace impedance measurements and ra non-capture. Ra pace impedance daily measurements were previously stable around 350 ohms and then jumped 1,805 ohms. Ra pace impedance measurements reached values greater than 2,000 ohms, and began trending gradually downward. Ra trend was programmed off, and no further programming changes were made as the patient reportedly felt good. This crt-d system remains in service. No adverse patient effects were reported. It was noted that the patient was pacer dependent.